Event description:
It was reported that the biomed stated that the arctic sun device failed for a calibration error 80 (water check time out - unable to reach calibration temperature) expected was 6 and actual was 29.8. Per wo notes, troubleshot and found chiller temperature (t4) was reading 6.9 meaning and had a bad mixing pump, system hours are 6367 and last had a 2k pm when it had 3674, explained it was due for the 2k pm and gave part numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.